Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clamp properly or properly apply the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel. The surgeon was not able to properly complete the closure of the clip. The medium/large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. The following patient demographics were provided: age and age units, date of birth, gender, weight and units, ethnicity, and race.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument to perform failure analysis. The clip applier instrument was analyzed, and failure analysis could not reproduce nor confirm the customer's reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The complaint was not confirmed by failure analysis.